Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message continuously even after changing the lifeband. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to the failure of both single point load cells, likely attributed to failed component(s), or mishandling such as a drop. A review of the archive data showed several ua07 error messages on the event date; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message. Both single point load cells were replaced to remedy the complaint. Subsequently, the platform passed the load cell characterization test. Following service, the autopulse platform passed the 15-minute run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).